Manufacturer narrative:
External insulation abrasion was noted at 11.4-11.8cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded and partially melted at this location. This is consistent with the observation form the field of noise.

Event description:
It was reported that the patient presented in clinic having received inappropriate therapy due to noise. An alert was noted indicating low, out of range, high voltage lead impedance. The device was found in backup vvi. It was believed that the shock delivered into low impedance had damaged the device. The device and lead were replaced and the patient's condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.